Event description:
A malfunction alarm was reported, displaying a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction did not recur afterward. The customer was instructed to continue using the pump and to call back if any issues arise, which the customer understood and acknowledged.